Event description:
A physician called to report that a patient had high impedance during a routine diagnostic test in a follow-up visit. The patient's last known diagnostic test had been performed in (B)(6) 2015 and there was no known trauma between these clinic visits. X-ray images were sent to the manufacturer for review, but due to the quality of the images, they were unable to identify a definitive cause for the high impedance. No known surgical intervention has occurred to date and no additional relevant information has been received to date.

Manufacturer narrative:
The initial report inadvertently reported the incorrect implant date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #2 inadvertently stated the products had not been received. Device available for evaluation, corrected data: supplemental report #2 inadvertently stated the devices were not available for evaluation. Device evaluated by manufacturer, corrected data: supplemental report #2 inadvertently stated the device had not been returned to the manufacturer.

Event description:
The explanted generator and lead were both returned to the manufacturer for analysis. Analysis was completed on the returned generator and the device confirmed in its ability to accurately measure impedance values. No anomalies were identified with the returned generator. Analysis has not been completed on the lead to date.

Event description:
Analysis on the lead was approved. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis, and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portion of the device. Based on the information available, the most likely cause of the high impedance was a lead fracture in the portion of the lead that was not returned.

Event description:
The patient's had reportedly undergone a full replacement surgery. The explanted products from the replacement have not been returned to date.